Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded. The patient did not receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Corrected information was provided in d1, d2 and d4. (Previously device information captured incorrectly). Section h6 updated in this report.